Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device to charge it's battery was observed. The device's ac inlet connector was found to be damaged and replaced to address the issue.